Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10046. The pt rec'd an scs system which included two leads from different lots. It was reported the pt presented with auto-reducing. Reprogramming seemed to have resolved the issue; however, the pt experienced the same problem 30 mins later. Diagnostic testing revealed invalid impedances. The pt stated she will f/u with her physician at a later date to discuss the issue. No further info is available at this time.